Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 283 mg/dl and 103 mg/dl. Customer used two vials of the same lot of strips to obtain the readings listed above. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.